Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of critical pump error from the insulin pump. The customer's blood glucose reading was 202 mg/dl. The customer stated that they put the battery in the pump and received critical pump error image on the display. The insulin pump was not returned for analysis.